Event description:
Per the clinic, the patient experienced re-occurring infections at the implant site. On an unreported date the patient was prescribed oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2014 to facilitate removal of the abutment. The implanted device remains. This report filed (B)(6) 2014. The implanted device remains.